Event description:
A report was received that during use of a convective warmer during a craniotomy, the plastic elbow at the end of hose rested on the 6 month old patient's leg. It was later noted that the patient's leg was reddened. No treatment was given in response to the reddened area which resolved with no intervention.

Manufacturer narrative:
Manufacturer completed the entire form. Additional manufacturer narrative: initial reporter states that the staff has been re-trained to not rest the plastic elbow of the tube on patients during a procedure. The initial reporter states since the training, there have been no further observation of erythema. The initial reporter did not know the serial number of the device and does not intend to return product for evaluation.